Event description:
Pelvic array is broken, couldn¿t screw onto pin clamp. Case type: tka. Surgical delay <= 15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Pelvic array is broken, couldn¿t screw onto pin clamp. Case type: tka surgical delay <= 15 minutes. Product evaluation and results: product history review: a review of the device history records shows that 80 parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformances. The dates and quantities are as follows: 6/10/15 - 30, 8/6/15 - 10, 8/7/15 - 30, 8/24/15 - 10. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot #19010315 shows 3 additional complaints related to the failure in this investigation. Conclusions: the event could not be confirmed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic array is broken, couldn¿t screw onto pin clamp. Case type: tka. Surgical delay <= 15 minutes.